Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the battery charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.